Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and appropriate shocks. The atp accelerated the rhythm into ventricular arrythmia. There were no out of range measurements noted. This device remains in service. No adverse patient effects were reported.